Event description:
There is a problem with the diaphragm of all three disposable resuscitators when administering an in-line aerosol treatment. If inspiration is met with any resistance during hand ventilation, such as a cough or decreased pulmonary compliance, backpressure created from pt and the flow generated from the nebulizer will collapse the duckbill portion of the diaphragm. The expiratory portion of the diaphragm will then bulge and stick, not allowing for exhalation. Pressure will then soar on both the built in manometer and the secondary manometer measuring pressure at the wye distal to the nebulizer. This translates to an increased pulmonary pressure, which could result in a possible pneumothorax and harm the pt. We have measured pressures reaching 60 cmh20 within a few seconds.